Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd descartex¿ ii there was a missing lid or slide lid/clamp. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "when checking his stock, the customer identified 15 units of descartex without the lids."

Event description:
It was reported when using the bd descartex¿ ii there was a missing lid or slide lid/clamp. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "when checking his stock, the customer identified (B)(4) units of descartex without the lids."

Manufacturer narrative:
H.6. Investigation: photos received for investigation, upon visual inspection missing lids on the sharp containers is observed. A device history review was performed for lot1181285 , no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process. The process and inspections in process were carried out in accordance with the control plan and no records of this incident were evidenced.

Event description:
It was reported when using the bd descartex¿ ii there was a missing lid or slide lid/clamp. This event occurred 6 times. The following information was provided by the initial reporter. The customer stated: "when checking his stock, the customer identified 15 units of descartex without the lids."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.